Manufacturer narrative:
(B) (4).

Event description:
A suspected overdose was reported. The pt was given narcan and "woke up". The family thought that the pump was last programmed at least one month ago. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.